Event description:
The customer reported the ventilator was alarming and the volume was not displayed. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Upon evaluation and testing, the manufacturers service technician reported the air flow sensor was failing. The failure of the flow sensor as reported may result in a failure of gas delivery/oxygen during operation. The service technician replaced the gas delivery system to address the finding. Final testing was performed and passed to specifications.

Manufacturer narrative:
Results: gas delivery system.